Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during routine change out of implantable pulse generator (ipg) the patient experienced a pocket infection and cultures were obtained. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.